Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "a chemo drug was hung at approximately 19:10 and the rate was supposed to infuse over 24 hours. The rate was verified and the pump was primed. The total volume was 548 ml/hr. The settings were verified by 2 nurses. Throughout the night, the nurse checked the pump intermittently to make sure the pump was running with no issues. At approximately 22:30, the patient called on the call light and told the nurse, "isn't this supposed to be running over 24 hours?" The nurse went to the patient's room to check and only approximately 50mls of the chemo drug remained in the bag. The alaris pump was reading that there was 492mls left in the bag when the bag only contained 50mls. The staff believed it was a possible chamber malfunction. They switched the line to another chamber and the chemo drug appeared to be infusing properly. The patient's vital signs were stable and the patient was monitored. No negative outcome to the patient known at this time. The pump was taken to our bio-med department for evaluation."